Event description:
It was reported that this right ventricular (rv) lead exhibited a continuous increase in its shock impedance measurements, so it was explanted. During the explant procedure, this rv lead got stuck on the patients ivc (inferior vena cava), so computed tomography (CT) imaging was utilized. A new device was implanted. No additional adverse patient effects were reported.